Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the left abdominal insertion area was significantly swollen the day after the sensor had been inserted. He consulted his physician, but no information was provided regarding any medical intervention or treatment provided. No additional patient or event information is available.